Event description:
On (B)(6) 2025 my right eye became very sore, red and painful and was extremely sensitive to light. My husband and I were on a trip when this happened and so I was unable to see my own eye doctor. I went to an urgent care facility and was prescribed antibiotic eye drops. When we got home 6 days later I immediately saw my own eye doctor and was diagnosed with a serious corneal ulcer. Now almost 5 weeks later the ulcer has healed but I still have corneal scarring which may need further treatment because my vision is impaired. I wear scleral lenses and used nutrifill solution which I found out just today is being recalled due to unsterile solution. I believe this is what caused my corneal ulcer.